Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the plastic had chipped off in casing near reservoir housing. Customer stated that the insulin pump had diminished battery life and rejects new batteries. Customer stated that the insulin pump was louder during rewind and motor makes grinding noise while rewinding. Customer stated that the insulin pump had random no delivery alarms. The device will not be returned for analysis.